Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced recurrent low flow alarms due to the left ventricular assist device (lvad) inflow cannula position. The was no outflow graft obstruction, kink, or twist. A non-optimally positioned inflow cannula was confirmed via echocardiogram imaging. The echocardiogram revealed that the inflow cannula was directed towards the free left ventricular wall. No images were provided. The patient experienced recurrent low flow alarms in certain sleeping positions. The patient remained asymptomatic. The pump speed was unable to be further increased due to existing aortic insufficiency (ai). The low flow alarm threshold was decreased to 2l/min on 27jul2022 to minimize the recurrent low flow alarms, allowing the patient to get restorative sleep.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file data confirmed low flow alarms. Although a specific cause for these alarms could not be conclusively determined through this evaluation, the account reported that the alarms were caused by the left ventricular assist system (lvas) inflow cannula positioning. The inflow cannula alignment issue could not be confirmed as no images were provided for review. Additionally, a direct correlation between heartmate (hm) 3 lvas, serial number (B)(6), and the reported aortic valve thrombus could not be conclusively established. The submitted controller event data was captured from 04:10:13 through 15:41:53 on 18jul2022, per the timestamps. Four, transient low flow hazard alarms were captured due to the estimated flow decreasing below the low flow threshold of 2.5 lpm. No other notable events or alarms were observed, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists peripheral thromboembolic event as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures¿, provides instructions on how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, as well as suggested anticoagulation modifications. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was no aortic insufficiency but a thrombosis of the aortic valve.